Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Added a device code for the issue of cracked insulation of the distal end. Outcome of this crack was the leak observed. The device history review confirmed that device conformed to specifications when shipped and that there were no abnormalities in manufacturing. Root cause of the issue of the cracked insulation at the distal end cannot not be conclusively determined. It is likely some impact was added to the distal end. The light guide lens was broken, indicating impact may have been added to distal end. From previous experience, such an impact added to the distal end would be due to user handling. The issue can also be attributed to deterioration from long term use of the device. Such deterioration can be attributed to chemical damage by chemical fluid. The issue is detectable by following the guidelines for inspection and handling in the instruction for use (IFU). The device IFU includes statements as follows: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Inspection of the endoscope: inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, or other irregularities.

Manufacturer narrative:
No additional information is available for this event yet. Event date is unknown. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. This device was sent in for an annual inspection with a mention of a loose elevator. Upon inspection, with the scope leak check, there was a leak observed between c-cover and c-body of the device. There was a big chip on the light guide lens. The tension on the guide wire of the k-lever and forcep elevator was observed to be loose. Bending section had no broken strands. The insertion tube had minor buckles and the control body exhibited some scratches on the grip. In conclusion, the cause for the leak observed between c-cover and c-body could not be determined.

Event description:
This device was sent in for an annual inspection with a mention of a loose elevator. The issue of leak between c-cover and c-body was observed in inspection. There is no patient involvement.